Event description:
A malfunction was reported on the pump by the caller, specifically citing a momentary motor skip likely caused by dropping the pump. Blood glucose level was reported at 300 mg/dl, indicating no adverse impact. The customer received instructions to reset the pump, which resolved the issue, and was advised to call back if any malfunctions reoccurred.